Event description:
The customer reported that during a patient event, following one successful defibrillation shock, the device prompted "replace battery" and lost power. The device would not allow the end user to deliver any further defibrillation shocks. The patient did not survive the event. There was no additional information on the event provided.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.

Manufacturer narrative:
(B)(4). A clinical evaluation of the reported event concluded that it is unknown if the reported device failure contributed to the outcome of the patient. There was insufficient ECG information provided to determine if the patient needed additional defibrillation shocks following the first successful defibrillation shock, which was delivered at 200 joules. Physio-control evaluated the device and verified the reported device failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control further evaluated the device and battery involved with the reported failure. The device was thoroughly tested and examined internally and was found to be functioning normally. The battery was further evaluated and was observed to have been depleted under normal conditions. There was no failure of the device found. The investigation indicates that the customer has not maintained the device in accordance with the device operating instructions by not replacing the battery when it was indicated as ¿low¿ (1 bar displayed on the battery icon in the readiness indicator) and by not having a fully charged spare battery available. The follow-up medwatch report should indicate: physio-control further evaluated the device and battery involved with the reported failure. The device was thoroughly tested and examined internally and was found to be functioning normally. The battery was further evaluated and it was determined that the cause of the reported failure was due to a failure of one of the cells within the battery assembly.

Manufacturer narrative:
Physio-control further evaluated the device and battery involved with the reported failure. The device was thoroughly tested and examined internally and was found to be functioning normally. The battery was further evaluated and was observed to have been depleted under normal conditions. There was no failure of the device found. The investigation indicates that the customer has not maintained the device in accordance with the device operating instructions by not replacing the battery when it was indicated as "low" (1 bar displayed on the battery icon in the readiness indicator) and by not having a fully charged spare battery available.